Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device upgrade procedure, externalized conductors were observed on the right ventricular lead. No electrical anomalies were noted. Lead remains implanted and in service. Patient¿s condition was stable during and after the procedure. Patient will be monitored.